Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510# number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Asr revision to take place on (B)(6) 2016; asr xl; right hip; reasons for revision: pain / noise / alval / soft tissue reaction. Update - alert date 23 nov 2016. Received updated claimsuite & scf. (B)(6) confirmed revision has been rescheduled - revision due (B)(6) 2016, taken from claimsuite/scf dated (B)(6) 2016. Update may 19, 2017 additional information received from kennedys: date of revision is (B)(6) 2016. This com was updated on jun 15, 2017.

Manufacturer narrative:
Depuy considers the investigation closed at this time.should the additional information be received, the informationwill be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Revision of the device has been reported and there was no allegation that the device was a contributor to this event. No explanted devices have been received in respect of this patient for analysis. Manufacturing records could not be reviewed as no product lot numbers were provided. If further information is received indicating that the device was a contributor or there is an alleged deficiency of the device then this event will be re-opened for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.